Event description:
It was reported that a fentanyl drip on a patient was emptied within twenty-four (24) hours which is earlier than the expected duration. Additionally the patient was receiving a concentrated levophed drip had a spike in mean arterial blood pressure. The clinician questioned if there was an unintentional bolus. The clinical team titrated the concentration of levophed back down. This was the same patient, but a different pump. Although requested, additional information was not provided by the customer. On 24 march, 2026, during an on-site visit, the customer provided additional information to a bd practice consultant. Pre- rounding meeting with ICU manager and pharmacist "the large volume waste amount completed for patient [redacted] as discrepancies in the documentation. Date/time: (B)(6) 2026 at 0857 medication: fentanyl 250 ml x 5 bags, total = 1250 ml used. Total amount of fentanyl infused documented by rn: 592.178 ml. Primed tubing: 25 ml expected fentanyl waste: 632.822 ml. Amount of large volume waste documented by rn: 150 ml fentanyl waste discrepancy: 482.822 ml. This event was reported as a retrospective event and was not observed and reported in real time. This patient had been receiving IV fentanyl from (B)(6). It was not noticed until (B)(6) that there was a fentanyl waste discrepancy. Per the ICU manager: after a few discrepancies with IV fentanyl, during huddle she told the team to report if there were any discrepancies noticed with insulin or pressors. At that time was when the night shift charge nurse stated that they had to change the patients IV levophed from the octo-levo concentration back down to the double concentration because his blood pressure was all over the place. She reported that there were less issues on the lower concentration, but the patient was still very ill. She then stated that during the same huddle, the day shift nurse commented, this was happening to me with him yesterday and I just associated it with changing him or moving him. It was reported that the patient was originally started on an IV levophed infusion that was a double concentration of 32mcg/ml (8mg in 250ml). For an unknown reason, the concentration was then changed to an octo-levo concentration of 128mcg/ml (32mg/250ml). At the increase of 128mcg/ml, the patient began to experience an increase in pressure. Per the ICU nurse manager, patients systolic bp went from "80s to 180s and the map went from 40-110." Due to the increase of pressure, the concentration was titrated down from 128mcg/ml to 32mcg/ml. The alaris system device infusing the IV levophed was not sequestered because this was a retrospective finding. According to the hospital team, during the daytime shift and involving the same patient whose levophed rate had been decreased overnight, the bedside nurse observed that the IV fentanyl bag emptied significantly earlier than expected. The 250 ml IV fentanyl infusion, which was administered at 0900, required replacement by 1300. Given this apparent overâ¿¿infusion of fentanyl, the team noted that it remains unclear whether a similar unintentional bolus of levophed may have occurred with the same patient during the previous night. It was reported that the pump module for the IV fentanyl infusion was changed, but not the IV pump tubing. The 2 events happened on 2 different devices. Management is unsure of the other IV pressor medications the patient was receiving, but believes the patient had 2 other pressors infusing in addition to the fentanyl and levophed. Vtbi for pressures is not documented like narcotics. There were no alarms reported.... The nurses manually program all infusions on the alaris system device. Per pharmacy: it was reported that at 0900 the bedside nurse consulted on-unit ICU pharmacist to report the IV fentanyl event. He then stated he took the device out of the patients room and was simulating various scenarios on the pump module. Per his various programming tests, there was nothing wrong that he could find. Pharmacy reported that the levophed comes in 4mg/4ml vials. When pharmacy mixes levophed, they will remove the drug volume from the bag and then add the drug to a 250ml bag of d5w. They do not account for overfill and they do not remove air. Included in the label is: drug name, diluent, concentration, dose, total amount, lot number, exp. Date, technician check, pharmacist final check and bud. (Picture attached) per pharmacy they were looking for evidence from family members, as well as staff exiting and entering the room, to see if this may have been a diversion. There were no signs of diversion or overdoses. Per ICU although bd representatives were unable to speak directly with the clinician involved in the event, bd representatives spoke to [redacted] a bedside nurse, and [they] provided the following feedback: a bedside rn, stated that the levophed "regular" concentration is stocked in the omnicell for the nurse to obtain. If the patient needed a double or octo-concentration, this would have to be ordered from pharmacy, and a pharmacy technician would deliver the drug to the floor. The order is weight based and stated that the rate will typically start at 0.05mcg/kg. IV tubing for a continuous drug is changed every 72 hours. The nurse will prime the drug at the bedside and use the IV pump tubing with the micron filter if the patient has a central line.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over-infusion of fentanyl and levophed was confirmed through log analysis and attributed to a user programming error. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. The facility reported a 150 ml of waste. However, log analysis confirmed a calculated total volume infused (tvi) of 208.54 ml. Additionally, log analysis observed a progressive infusion rate escalation from 3.745 to 18.725 ml/h in a time spam of 69 minutes. During the levophed infusion, the facility reported it was uncertain when the concentration changed from 32 mcg/ml to 128 mcg/ml. The log review confirmed that the infusion was initially programmed as 32 mg in 250 ml, corresponding to 128 mcg/ml. This discrepancy is considered a contributing factor to the over-infusion. Furthermore, while the facility indicated the concentration was titrated down to 32 mcg/ml, log data confirmed that the concentration remained constant throughout the infusion, with no recorded changes. Rate accuracy testing was performed on the suspect pump module. Testing found the suspect was infusing according to the specification with an error result at -4.0 % infusion which confirmed that the device was delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Testing of the incident administration set could not be performed to determine if any issues existed since the incident administration set was not returned for investigation. The external and internal inspection was performed on the returned suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the pcu error logs on both units, as well as the pcu battery logs, showed no errors or malfunctions that were relevant to the customer¿s complaint. The event was reported to have occurred on (B)(6) 2026 at 8:57 am. Log analysis confirmed that a fentanyl infusion was performed on (B)(6) 2026. However, the infusion was observed to occur continuously from (B)(6) 2026 without any modifications, pauses, alarms, or errors, and it completed without user interaction. Based on log review, the activity most closely aligned with the facility¿s description of the event that occurred between (B)(6) 2026. Log analysis confirmed that the suspect pump module s/n (B)(6) was attached to the pcu s/n (B)(6) from (B)(6) 2026, infusing fentanyl (drug ID 292). The infusion was first programmed on (B)(6) 2026 at 9:49 pm as dose-based, with an initial dose of 0.5 mcg/kg/h, a concentration of 10 mcg/ml, an initial rate of 3.745 ml/h, and a patient weight of 74.9 kg. The facility reported that it was unclear whether an unintentional levophed bolus occurred; however, log analysis confirmed that no bolus infusion was delivered for this drug. Instead, log analysis confirmed that on (B)(6) 2026 there were three fentanyl boluses programmed with a dose of 50 mcg and a calculated total volume infused (tvi) of 15 ml. It was also observed that the infusion rate was titrated by the clinician as follows: 3.745 ml/h at 9:49 pm, 7.49 ml/h at 9:56 pm, 11.235 ml/h at 10:24 pm, 14.98 ml/h at 10:45 pm, and 18.725 ml/h at 10:58 pm. This pattern of progressive rate escalation, followed by a subsequent reduction, is considered a potential contributing factor to the reported over-infusion. On (B)(6) 2026 at 12:30 am, the patient weight was updated to 61.5 kg. The dose was also increased to 2.5 mcg/kg/h, resulting in an automatic rate adjustment to 15.375 ml/h. At 1:39 am, the dose was reduced to 2 mcg/kg/h, with a corresponding automatic rate adjustment to 12.3 ml/h. At 2:18 am, the dose was adjusted again, resulting in a rate of 9.225 ml/h. The reported levophed infusion was delivered by suspect pump module s/n (B)(6), connected to pcu s/n (B)(6). The infusion was first programmed on (B)(6) 2026 at 9:31 am and identified in the log analysis as norepinephrine (drug ID 492). According to the facility, the infusion was programmed at a concentration of 32 mcg/ml, and it was unclear how it changed to 128 mcg/ml. However, log analysis confirmed that the infusion was initially programmed with a drug amount of 32 mg in 250 ml, corresponding to a concentration of 128 mcg/ml. This is considered a potential contributing factor to the reported over-infusion. The facility also indicated that the concentration was titrated down from 128 mcg/ml to 32 mcg/ml; however, log data shows the infusion concentration remained constant, with no recorded changes throughout the infusion. The calculated total volume infused of fentanyl by suspect pump module attached to the pcu s/n (B)(6) from (B)(6) at 9:47 pm to (B)(6) at 3:04 pm was about 208.54 ml. The levophed infusion was programmed and initiated on (B)(6), at 9:31 am with a prior pvi of 213.876 ml (accumulated from previous infusions programmed). The infusion was finished by user at 3:04 pm recording a final pvi of 315.301 ml. Based on these values, the total volume of norepinephrine calculated during this infusion was approximately 101.425 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v 12.3.1), it states within warnings and cautions. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported fentanyl and levophed over-infusion was determined through event log analysis and attributed to user programming error. For the reported fentanyl infusion, although the facility reported 150 ml of waste, log analysis confirmed a calculated total volume infused (tvi) of 208.54 ml. Additionally, a progressive infusion rate escalation from 3.745 to 18.725 ml/h in a time spam of 69 minutes was also observed for the reported levophed infusion, the facility reported it was uncertain when the concentration changed from 32 mcg/ml to 128 mcg/ml. The log review confirmed that the infusion was initially programmed as 32 mg in 250 ml, corresponding to 128 mcg/ml. This discrepancy is believed to be a contributing factor to the over-infusion. Furthermore, while the facility indicated the concentration was titrated down to 32 mcg/ml, log data confirmed that the concentration remained constant throughout the infusion, with no recorded changes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.